Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7075944.

Event description:
It was reported that patient was experiencing pain at the mid lower thoracic midline. It was also noted that a lead had migrated. The patient underwent a lead revision procedure and was doing well postoperatively. Leads remain implanted in the patients body.